Event description:
The facility representative reported a colleague volumetric infusion pump which experienced failure code 810:04 while it was pumping. During the investigation of this condition, it was determined that failure code 810:04 occured during delivery, therefore failure code 810:04 may have interrupted patient therapy. No patient injury or medical intervention resulted from the event. The uim master software version is 6.13.90, which is classified as colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device was observing a fellow attempt an arteriotomy closure of an unspecified vessel after an unspecific procedure. Reportedly, a cuff miss occurred. When the needle plunger was removed, no sutures were present on the needles. The device was removed. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Additonal information: this issue is being addressed under CAPA # (B)(4). Service history review determined that this device has not been previously sent into service for the reported condition of "failure code 810:04". Trend review determined that baxter has received similar reports.